Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had slightly dislodged after the patient lifted their left arm while at work. Threshold measurements were noted to be stable. The lv lead remains in use and is being monitored. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.